Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (open vial date of 6 months).

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 100 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is approximately six months ago. The meter memory was reviewed for previous test result history (results provided from log book): (B)(6). Customer states she has been exercising more often recently. Customer was recently prescribed medications for her blood pressure. Customer takes metformin for diabetes management. No recent changes in diet.